Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient with corneal ectasia three years post lasik treatment. The patient complained of blurry vision. Upon additional follow up it was reported that enhancement options are being evaluated pending referral to a corneal specialist. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and the day of the event. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).